Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has been experiencing poor vision since post-operative. Furthermore, refractions yielded a myopic outcome. As a result, zct225 toric iol (intraocular lens) was explanted from patient's eye. Product is expected to return. It was also noted that there was no vitrectomy, no incision enlargement and no suture required. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/09/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection showed that the product was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The documentation shows that the production order was manufactured according to specifications. The search revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and an email address was provided. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.